Event description:
Faulty IV tubing occurring about 3 different episodes with 4 different IV tubing. Lot (10) 250 954 99, exp 9/14/28 bd alaris pump infusion set with backcheck valve. When hooking to IV catheter, it leaked around the IV catheter hub. Pt code: 4582. Device code: 1354. Ref reports: mw5181744, mw5181745, mw5181747.